Manufacturer narrative:
(B)(4). One 6f angio-seal evolution hemostasis sheath was received for evaluation. The carrier tube assembly, locator and header bag were also returned. The header bag temperature indicator was black, indicating bag exposure to temperatures over 100 degrees fahrenheit. A blood-like substance (bls) was seen on the returned components. The hemostasis sheath was returned with the carrier tube assembly inserted through the sheath. Approximately 0.7 inches of the suture had been deployed; the collagen was compacted and anchor was secured by the intact suture loop. The sheath tubing had been fractured and cracked and was returned in two pieces. The suture was cut and the sheath sections were removed. Approximately 1.02" of the proximal sheath tubing still remained attached to the hub. The distal section of the returned tubing measured 1.43¿ and appeared to be a mating surface to the aforementioned sheath tubing attached to the hub. Approximately 2.45¿ of the distal tip section was not returned. Upon manipulation of the returned tubing sections, they began to crack further. The sheath damage is consistent with exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. It remains unknown when the product was exposed to temperatures above 100 degrees fahrenheit; however, the indicator functioned as intended. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. The cause of the sheath damage is consistent with material degradation from exposure to ultraviolet light. How and when the ultraviolet light exposure occurred remains unknown. The angio-seal instruction for use (IFU) states to not use if the temperature indicator dot on package has changed from light gray to dark or gray or black. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.

Event description:
During pullback of a 6f angio-seal evolution, the angio-seal became stuck and was not able to release from the site. The physician manually pulled out the device with force. All the bioabsorbable components were removed from the patient but there were 4 -5 cm of sheath missing. Manual compression was held to achieve hemostasis. The patient was on blood thinners and the sheath piece could not be removed at that time.

Manufacturer narrative:
(B)(4).

Event description:
While attempting to deploy a 6f angio-seal evolution, the angio-seal became stuck and was not able to release from the site. The physician manually pulledout the device with force. All the bioabsorbable components were removed from the patient but the sheath split while pulling the device out and the distal portion was left in the needle track. The patient was on blood thinners and the sheath piece could not be removed at that time.